Manufacturer narrative:
A spacelabs fse reached out to the customer via phone to assist with troubleshooting. The fse was informed that the biomed had unplugged the xhibit and cleaned the dust out of it. Once they plugged the unit back in, the unit was now functional and no further assistance was required. Cause of failure could not be determined, however a build up of dust can lead to overheating and cause software and/or hardware to behave in unintended ways.

Event description:
The customer called in to report that while in use, a xhibit central station got stuck in the setup screen and was unable to navigate out of the setup. There is no death or injury associated with the reported problem.